Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple non-sustained lead noise alerts and egms were observed via merlin.net transmission. A single noise signal consistently appeared after an atrial event. Decreased pacing lead impedance, increased capture thresholds, and decreased r-waves were also observed. X-ray was performed and the physician suspected externalized conductors between the rv and svc coils. The lead was capped and replaced. There were no complications during the procedure.